Event description:
Additional information received on june 15, 2015, reported that the complained event resulted in a 15 minute surgical delay.

Event description:
It was reported that the helical blade would not go through the nail. Additional event information was not provided. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: additional device product code: hwc. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Device name: (100mm description added). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(6). The patient¿s exact weight is reported as (B)(6). Product investigation summary: one of the following was received: 11.0mm helical blade (part 456.305 / lot 7734763). The returned device is in good condition with only slight damage, which appears to have occurred during implantation. The anodization has rubbed off in numerous locations and there is a gouge on the tip of one flute. The observed damage is consistent with repeated attempts to implant the device. The returned device was assembled with known ¿good¿ instrumentation available at the complaint handling unit and the complaint condition was unable to be replicated. The cause of the complaint condition could not be identified, but it is likely that soft tissue distraction forces caused the misalignment. A visual inspection, functional test, and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is unconfirmed. The associated drawing for the device(s) was reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. Proper use and maintenance are addressed in technique guides. The returned implant was assembled with the following known conforming instrumentation to test the alignment, and no issues or discrepancies were detected: part 357.411 / lot 4544027, part 357.366 / lot 4567002, part 357.369 / lot 76667, part 357.371 / lot 4546699, part 357.372 / lot 5675337, part 357.377 / lot 4818089, and part 456.477 / lot 4328328. The design is adequate for its intended use when used and maintained as recommended. The design did not contribute to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.